Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the patient receive any blood products? No. Was the patients hospital stay extended beyond the standard stay, due to the device malfunction? No. What is the patient's current condition? Stable and in hospital now.

Event description:
It was reported that during the endoscopic assisted distal gastrectomy, when doing the gastrointestinal anastomosis, after fired, found the staples malformed. The patient lost about 50-60ml blood, suture was used to sew the wound and stop the bleeding. The surgery delayed about 20 minutes. Now the patient is stable and in hospital. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: m5254k. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.